Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and operative images were provided for clinical assessment and were reviewed by an internal clinical specialist with the following impression: there were no reported procedural difficulties or deviations in both the index and the event procedures that could have contributed to this event. There was evidence of a partial stent collapse one month post index, which could have contributed to the eventual type iiia endoleak and diagnosis of ovoid collapse seven months later. There was evidence of an endoleak type ii (lumbar) on previous scan, but was not substantiated in the event angiogram. There was a total correction of the endoleak post bridge stent placement. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation findings, a root cause could not be conclusively determined with available information.

Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography (CT) scan identified an endoleak. Reportedly, the follow up CT scan revealed the aortic aneurysm had enlarged, resulting in an endoleak between the aortic extension and the bifurcated device. The physician elected to implant an additional infrarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.